Event description:
Ous MDR. After an implantation time of about 125 months, undersensing and loss of capture were reported. In addition, suspected defects were observed on both leads during the revision. The leads were destroyed during the revision. The fragments were returned to biotronik for analysis.

Manufacturer narrative:
In the returned state, the leads were fragmented. The returned lead fragments were thoroughly analyzed. During the analysis, multiple signs of abrasion were found on both leads. In particular, insulation damages consistent with fraying were noted on both leads. These damages are with high probability the cause for the clinical observations. The observed damage manifestation leads to the assumption of friction of the two leads against each other in the implanted state. X-ray images or diagnostic images of any other kind that would provide information on the positional relationships of the implanted system in the body were not available for analysis. Other damages noted in the course of the analysis are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.